Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and rupture.

Event description:
Healthcare professional reported "a right side rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as surgical impact opening. Crease/folding of implant: no observed on the device. Additional observation. No penetrating nick stress marks.

Event description:
Healthcare professional reported "a right side rupture." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.